Manufacturer narrative:
Device was received with a stuck button alarm. The anomaly was isolated to the keypad. Unable to perform the displacement test and self-test due to the stuck button keypad alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were sticking on the insulin pump on numerous occasions. The customer¿s blood glucose level was unknown. Customer stated that they were using the up or down arrow to entered the carbohydrate. Customer was using the enter button to entered blood glucose calibration and during rewind. The insulin pump will be returned for analysis.